Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, batch: sc-4316.

Event description:
It was reported that the clinical study patient twisted her back while sleeping and immediately felt a brief but sharp electrical sensation in one of her legs. The patient turned the paresthesia program down to sub-perception levels. The patient went in for a visit where fluoroscopy was taken which showed that one of the leads and clik anchor had migrated. The physician recommended that the spinal cord stimulation system be turned off until a revision procedure can be performed. The patient underwent a revision procedure where the migrated lead and clik anchor were replaced. There were no complications during the procedure. Post operatively the patient was seen at a later time for device activation and the patient confirmed paresthesia coverage of painful areas without the previously reported sharp electrical discomfort in their leg.

Event description:
It was reported that the clinical study patient twisted her back while sleeping and immediately felt a brief but sharp electrical sensation in one of her legs. The patient turned the paresthesia program down to sub-perception levels. The patient went in for a visit where fluoroscopy was taken which showed that one of the leads and clik anchor had migrated. The physician recommended that the spinal cord stimulation system be turned off until a revision procedure can be performed. The patient underwent a revision procedure where the migrated lead and clik anchor were replaced. There were no complications during the procedure. Post operatively the patient was seen at a later time for device activation and the patient confirmed paresthesia coverage of painful areas without the previously reported sharp electrical discomfort in their leg.

Manufacturer narrative:
Visual inspection of the returned lead revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. A labelling review found that the reported event of lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.